Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters: within 10 minutes: 320 mg/dl (mobile) and 132 mg/dl (performa) and within 10 minutes: 47 mg/dl (mobile) and 107 mg/dl (performa). No adverse event reported. Return of suspect device was requested and replacement was sent.